Event description:
It is reported that a customer received calibration errors alarm on their insulin pump. The patient's blood glucose level was at 146 mg/dl. The customer stated that that the sensors were bent. The customer was informed that the sensors needed to be replaced. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings. Also found sensor's canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.